Event description:
During a surgical procedure the blade broke. The blade was retrieved and the case was completed with hand instruments. No patient injury reported.

Manufacturer narrative:
At the time fo this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.